Manufacturer narrative:
The devices were not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that all devices met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling of all devices review did not reveal any anomalies as it states that loss of adequate stimulation, swallowing difficulty, speech/language problems, pain, headache or discomfort are known risks with the use of deep brain stimulation (dbs). Therefore, per the device db-1216, serial number: (B)(6) in the absence of device return and analysis the likely root cause could not be established. In contrast, for the devices db-2202-45 (serial numbers: (B)(6) and (B)(6)), nm-3138-55 (serial numbers: (B)(6) and (B)(6)), and db-4600-c (batch/lot numbers: 28953071 and 30265815), a record review and assessment of the investigation activities determined that the reported speech and swallowing difficulties were associated with lead placement. Additionally, the extension wire concern was attributed to surgical positioning and patient anatomy, rather than a confirmed device malfunction. Therefore, the investigation for these devices has been assigned a probable cause of adverse event related to procedure. Block b3: approximated based on the date the manufacturer became aware of the event. Block d.2b: additional applicable product codes: nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7081274. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7083877. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7100152. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7105740. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Batch/lot number: 28953071. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Batch/lot number: 30265815. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a deep brain stimulation (dbs) patient experienced speech and swallowing difficulties associated with lead misplacement, with one lead positioned medial and the other lateral. The patient underwent a replacement procedure for lead repositioning. Additionally, the implantable pulse generator (ipg) was explanted and replaced to meet system compatibility requirements, and the extension was addressed due to its proximity to the skin. As a result, the system was replaced. Postoperatively, the patient was reported as stable. The explanted devices will not be returned, as they were retained by the facility.